Event description:
The bovie, set at 4 on the robot tower, where the bovie sparked & also burned the patient in one of the incision sites they were using the bovie. The bovie was then replaced and set to 3.